Event description:
Customer's mother reported via phone call that customer's insulin pump had a blank display screen. Customer's blood glucose was unknown. After troubleshooting and cleaning contact with alcohol and removing and replacing batteries, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to test for blank display due to lcd damage. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.